Manufacturer narrative:
Additional information was received from the reporter stating that a smith and nephew back-up device was available to complete the surgery. Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that the pump wheel squeaks and make loud noises. No delay or patient injuries were reported. Back-up device was not available.